Event description:
Event description guidant received information that the patient with this lead presented to the ER in late august (the implant month) with symptomatic cardiac tamponade that was confirmed by conducting tests. The pacemaker and leads were tested and there were no abnormal values. There was no indication of lead perforation, however, lead perforation is suspected. An absolute cause was not determined.